Event description:
Damage to the pump housing surrounding the usb port was reported by the caller, which affected the customer's ability to charge the pump, although it did not cause the pump to shut down. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and the customer agreed to continue using the current pump as backup therapy. The customer was instructed on how to put the pump into storage mode and agreed to return the damaged pump using a pre-paid label within 10 days.